Manufacturer narrative:
The insulin pump was received with a corroded battery tube spring noted during our visual inspection. All operating currents are within specification. No unexpected failed battery, bad battery, low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump functioned properly. The insulin pump had broken reservoir tube lip, cracked case display window corners, cracked lcd window, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 110 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. Customer also reported to have received a motor error alarm and bad battery alarm. Customer declined troubleshooting for motor error and bad battery alarms. Customer was advised that insulin pump would need to be replaced.